Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient has a hexagonal flexible screwdriver was broken in half when locking the proximal set screw on a trochanteric fixation nail advance (tfna). Broken fragments were all removed. A torque limiter screwdriver was used to lock the set screw. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown locking screw (part # unknown, lot # unknown, quantity # 1), unknown tfna nail (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).